Event description:
The customer states that the axsym processing cover will not remain in the upright position and that customer has been hit on the head a couple of times by the falling cover approximately one month ago. The customer reportedly sustained no serious injury and did not seek medical treatment.